Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. Additional information obtained from the field which indicated that the suspected cause was due to micro dislodgement. The lead was surgically abandoned. No additional adverse patient effects were reported.